Manufacturer narrative:
The returned blockers were examined. Some of the threads were deformed and fractured off. This type of damage is consistent with misalignment of the blockers with the mating pedicle screws so they are cross-threaded together. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00078 - 3003853072-2017-00082.

Event description:
It was reported that the threads of five blockers were damaged during tightening while being installed in surgery. Each of the blockers were removed and replaced with alternative blockers. There were no reports of patient injury associated with this event. This is report three of five for this event.